Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The 00lux069 luxtec cable end fitting broke into several pieces in the middle of a laparoscopic procedure causing a 15 to 20 minute delay in surgery (to gather pieces and to get another light cable); however, there was no report of injury or other adverse event to pt.